Manufacturer narrative:
Concomitant products: a2dr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the patient went into the emergency department due to syncopal episodes. A device check was preformed and it was found that the patient's implantable pulse generator (ipg) exhibited intermittent oversensing with loss of capture and pacing issues. The right ventricular (rv) lead exhibited oversensing, loss of capture, no r waves, and pacing issues. The right atrial (ra) lead exhibited out of range impedance and had become dislodged. The device was explanted and replaced. The ra and rv leads were capped and replaced. The patient also experienced dizziness. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.